Event description:
Right femoral vessel (artery) perforation after angioseal deployed pt went to or for repair and then suffered hemothorax when central IV access placed and patient died of pea and shock